Event description:
Contact reported that 7-months post op one of the slim-loc screw had backed out from the plate. Pt was reported to have fused and the surgeon explanted the device. As surgical intervention may be required an MDR shall be filed to document this event.